Event description:
It was further reported from information obtained from follow-up with the clinic that the patient's heart medications were adjusted for sustained ventricular tachycardia (vt) and the crt-d detection zones were reprogrammed. It was also noted that the patient had vt that showed the heart rate just below detection rate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient's family member that the patient's heart rate was increasing when going to bed. It was noted that the nurse was "having problems" with the cardiac resynchronization therapy defibrillator (crt-d). It was also reported that the patient had a heart issue, blacked out, and went into cardiac arrest after therapy was not delivered. It was alleged that the patient did not get shocked when it should have worked. The crt-d did not deliver therapy when it should have and the programming was adjusted erroneously. The upper rate limit wasn't set correctly. The patient was emergently taken to the hospital, coded at the hospital, and the crt-d was reprogrammed. Resuscitation was required. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.